Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. The surgeon does not plan to return the questionaire. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she has started to experience blurry vision. She also reported that her surgeon told her that her astigmatism had returned. In a f/u, the surgeon reported the pt wanted to be monovision and that is exactly how she same out. The surgeon stated her eye was supposed to be nearsighted. The surgeon reported the recurrent astigmatism was associated with wound healing. The surgeon does not feel the lens caused or contributed to the event. The surgeon does not plan to return the questionaire.